Event description:
On may 25, 2007, the lay-user/patient contacted lifescan alleging that a one touch ultra 2 meter was not turning on. It is not known when the alleged power issue started or how long the patient was unable to test with the reported meter; however, it was documented the product was new/out of the box. After attempting to test with the reported meter, the patient administered self-care by eating food and/or drinking a beverage. In 2007, the patient went to a hospital due to the meter issue. She reportedly had symptoms of shakiness and sweating at the time. It is not known if the patient attempted to test her blood glucose with the reported meter before and during the event. The customer care advocate (cca) documented that the patient was treated with insulin although the patient's symptoms are suggestive of hypoglycemia. No further clinical information was provided. It would have been helpful to know the following information: when the meter issue started, when the symptoms started, if eating food and/or drinking a beverage relieved her symptoms, why the patient was treated with insulin in the hospital, and if her blood glucose was tested at the hospital. In addition, it would have been helpful to know the patient's medication regimen, if the patient made any changes to the regimen because of the meter issue, what other health conditions he has, how long the patient had the meter for, and if he was able to test with the meter in the past. The power issue was resolved with troubleshooting. According to the cca, the meter was "not set up." The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged she was unable to test with the reported meter for an unknown period of time and developed symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.